Event description:
Through review of medical article "tavi-in-tavi in a patient with morquio syndrome: a case report", from corresponding author dr. Diana xiao lan chin, the following events were identified as pertaining to an edwards device: a patient with morquio syndrome underwent transcatheter aortic valve implant (tavi), using a 20mm sapien 3 valve due to high surgical risk. The initial procedure was complicated by dissection of the right iliac and common femoral arteries, which was managed conservatively. Post-procedural echocardiogram showed a mean transaortic pressure gradient (pg) of 30 mmhg, and the patient remained mildly symptomatic. Six years after valve implantation, worsening heart failure symptoms and signs prompted an aortic valvuloplasty, which lowered the mean transaortic pg to 12 mmhg. Two years later (8 years after original valve implantation), the patient presented with progressive dyspnea and signs of heart failure. Transthoracic echocardiography revealed degeneration of the transcatheter heart valve (thv) with severe aortic stenosis (mean pg 107 mmhg, peak velocity 4.9 m/sec) and moderate aortic regurgitation. Consequently, it was decided to implant a 23 mm non-edwards valve within the previous one. Finally, the patient was discharged after 7 days.

Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on the 25th of july, 2025. Therefore, the 25th of july 2025 was used as the occurrence date. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (history of morquio syndrome) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Literature reference: chin, d. X. L., de michele, g., cristofani, d., & de felice, f. (2026). Tavi-in-tavi in a patient with morquio syndrome: a case report. European heart journal-case reports, 10(1), ytaf662.